Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 19-apr-2022 to ensure the customer's condition had improved - able to establish contact with customer who stated his condition remained the same. Customer stated a nurse is coming the following day to check on him due to his doctor currently being out of town. Note 2: manufacturer contacted customer in a follow-up call on 26-apr-2022 to ensure the customer's condition had improved - able to establish contact with customer who stated his condition had improved and he did not currently have any diabetic symptoms. Customer stated he was currently in the hospital due to high blood glucose and is supposed to be discharged today. Customer did not recall the date he went to the hospital. Customer did not recall what his blood glucose test result was at the hospital. Note 3: manufacturer contacted customer in a follow-up call on 27-apr-2022 to ensure the customer's condition had improved - able to establish contact with customer who stated his condition had improved and he did not currently have any diabetic symptoms. Customer stated he had been hospitalized (B)(6) 2022. The diagnosis was hyperglycemia and customer was treated with medication to lower his blood glucose.

Event description:
Consumer reported complaint for hi blood glucose test results. Brother is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi non-fasting. The customer¿s expected non-fasting blood glucose test result is 225mg/dl. At the time of the call the customer reported having shaky hands. Customer stated he was going to contact his doctor after the call. The customer was not using the proper testing technique. During the call, a blood test was performed by the customer non-fasting and produced e-5 error using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/21/2023 and test strips were opened the day prior. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 05-jul-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.